Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional pro-code: hwc. Investigation summary: the subject device has been received, concomitant device reported - unk - nails: rafn (part# unknown; lot# unknown; quantity: unknown) unk - plates: condylar ((part# unknown; lot# unknown; quantity: unknown) this complaint involves one (1) device. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aiming arm radiolucent was broken across the right side of the latch pin section, fragment was not returned. Additionally, cracks are visible at the distal section of the center part component around the insertion pin ends. During the analysis of the complaints two subcategories of the aiming arm failures were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. A dimensional inspection for the aiming arm radiolucent was not performed due to post manufacturing damage and complex geometry of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aiming arm/ radiolucent would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history lot: part number: 03.233.006. Lot number: 162p292. Manufacturing site: (B)(4). Release to warehouse date: 14.07.2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Note: DHR information was retrieved as it is the same lot number and lot number name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2023, a retrograde nail and condylar plate was inserted. During the retrograde nail procedure, the aiming arm hinges broke off. The aiming arm was not malleted, but the hinged broke off from the pressure. The surgery was successfully completed with 3min of surgical delay. Fragments were generated. No patient consequence was reported. This complaint involves one (1) device. This report is for one (1) aiming arm radiolucent. This is report 1 of 1 for complaint (B)(4).